Manufacturer narrative:
This report is being filed outside the 30 day requirement, as this MDR filing is related to align technology's CAPA (B)(4) based on form FDA 483 inspection observation, (B)(4).

Event description:
Aligners delivered on (B)(6) 2010. On (B)(6) 2010, the pt went to the ER because her airways felt like they were closing, causing breathing issues and hives on her throat. The pt has been to the ER 5 times now. The pt went to an allergist and found out she is allergic to oysters and milk. During this time, she has been watching her food.